Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was difficult to remove steerable guide catheter (sgc) from the stabilizer. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.